Event description:
It was reported that the sterile packaging on a vanguard tibial bearing was punctured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified a hole in the tyvek lid. The packaging does not exhibit any other signs of damage. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Device falls within previously initiated corrective and preventive actions to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections were updated: age- (B)(6). Patient's sex- female ; product returned- feb 23, 2017; date received- jun 6, 2017. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.